Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. The device indicated in the medwatch was also reported on (B)(4) as the patient experienced adverse events on different days with the same device, if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune tka to treat severe end-stage arthritis with valgus deformity. The patella was resurfaced and depuy cement x 2 was utilized. The surgeon notes that extensive natural synovitis needed to be debrided before primary implantation. The procedure was completed without complications. Patient received knee manipulation under anesthesia for unknown reasons. No further information available. Doi: (B)(6) 2018. Doe: (B)(6) 2018 (mua). Dor (B)(6) 2021 ((B)(4) revision to competitor construct with retained patella). Doe: (B)(6) 2018 (mua), left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.